Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that the devices were not communicating. A technical support specialist (tss) connected to the station and server and determined that the station was intermittently entering and exiting critical override mode. The device auto critical override was set to one minute instead of the standard fifteen minutes. Tss reset the setting to 15 minutes, which cleared the issue on both the server and the station. The customer was advised that the previous setting was too short and could cause false alarms. Subsequently, a field service engineer (fse) visited the site, and the customer reported that their it department had resolved a network port issue. Normal station communication was confirmed. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, devices were not communicating and went offline on remote support service. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.